Event description:
It was reported that customer were hospitalized due to high blood glucose on (B)(6). Blood glucose level at the time of the incident was 33 mg/dl which was treated with bolus. Troubleshooting was successfully performed; however, the customer will discontinue use of device. The case is reported on basis of failure analysis.

Manufacturer narrative:
S.w version 4.11d. Retainer ring = clear. Customer returned pump for an alleged hospitalized for high bgs found on (B)(6) 2020. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08640 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, corrosion was found on the battery tube assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the (B)(4) and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a scratched case. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. However; during visual inspection, corrosion was found on the battery tube assembly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.